Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 496 mg/dl, which was treated with a bolus delivery. Customer had symptoms of dry mouth and feeling warm. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not hospitalized, but went to see healthcare professional and was told all was fine. During troubleshooting, customer reported that fluid in infusion set that was changed did not look clear. Customer also reported that basal rates would be changed and also reported of being stressed due to work. Customer declined to troubleshoot for no delivery stating that insulin pump was not the reason for high blood glucose. Customer would return infusion set and reservoir for analysis.